Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a shutter error and an incomplete flap, during a femtosecond laser assisted flap creation, on a patient¿s right eye. New information was received. The procedure was not able to be completed the same day. The patient was retreated at a later date with a thicker flap and the procedure went well.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During technical site visit fse (field service engineer) replaced shutter one, safety shutter pcb (printed circuit board), and footswitch. Fse (field service engineer)performed system verification and concluded system meets specifications as per sir (service installation record). Log file review performed for the treatment day confirms that first shutter error was during ablation check (followed by a restart). The message was displayed for the user indicated shutter one opens/closes automatically, press ok, and follow instructions. Finally turn key switch to off and call service. User performed a restart. Second shutter error was during ablation check (two) in the morning at prompting the following message indicated shutter one opens/closes automatically, press ok, and follow instructions. Finally turn key switch to off and call service. This was followed by a restart. Third shutter error was during treatment at followed by message indicated shutter one opens/closes automatically, press ok, and follow instructions. Finally turn key switch to off and call service. This was followed by a restart. The root cause for the system message code and shutter error could not be determined conclusively. The manufacturer internal reference number is: (B)(4).